Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was broken, the roller came off and the customer was unable to close the drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 27-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer rail was damaged. A field service engineer replaced the drawer moved cubies to new drawer configured the drawer and tested successfully in hardware test application the issue was resolved. The system functioned as intended after the field service engineer repaired the device